Event description:
It was observed during the device inspection, that the colonovideoscope exhibited jet tube was clogged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material clogged in the jet tube during evaluation; however, the customer returned the device without reprocessing and there was no foreign material found in jet tube. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.